Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the patient had nephrostomy tubes placed bilaterally. The patient¿s left drainage catheter started leaking overnight following the implant procedure. As a result, the patient underwent surgical intervention to remove and replace the catheter with another one. Later that day the right drainage catheter began leaking. As a result, the right drainage catheter was also removed and replaced with another one. It was noted the physician pushed fluid through the catheter and found the device was faulty and leaking. Both complaint drainage catheters are from the same lot. It was also reported the patient's hospital stay was prolonged by 24 hours due to the reported event.